Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. It was noted that the patient had fell and landed on the implant site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.